Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device on a vessel and the clip looked fine. When the surgeon cut the vessel, the clip rolled off the vessel. A device of the same product code was used to complete the procedure. There were no patient consequences.